Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips a touched position was observed to be out of alignment during periodic maintenance (pm). The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Although touch screen calibration was performed, the phenomenon was not resolved. The following parts were replaced to prevent failure in accordance with the maintenance procedure: lithium-ion battery, pm kit 2 (oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, tubing kit). The touchscreen was replaced, and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed, and all electrical testing is in specifications, unresponsive regions inspiratory positive airway pressure (ipap) and expiratory positive airway pressure (epap) tab are intermittently not responding to touch. Faults are found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.